Manufacturer narrative:
The device has not been returned to the manufacturer, at this time for evaluation. A lot history review (lhr) of reyb0121 showed no other similar product complaint(s) from this lot number.

Event description:
After insertion, no p-wave changes were detected. After the catheter was retracted, it was noted the guidewire was broken inside the catheter. The guidewire was retrieved wholly.